Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which if off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient woke early in the morning when his cgm alerted for a value of 40 mg/dl. The patient was weak, but was able get up, ingested some carbs and called his healthcare personnel (hcp) for assistance. He was instructed to ingest carbs and go to the emergency department (ed). He drove himself to the ed where he was treated with IV fluids, oxygen, and blood tests were performed. While in the ed, his cgm displayed 137 mg/dl but his bg was 203 mg/dl. He was released from the ed approximately eight hours later. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.